Event description:
The issue has happened several times since I received the product, not just on (B)(6) 2018. But I could only enter one date. I am type 1 diabetic and use the medtronic minimed 670g insulin pump with auto mode. With the pump, there is a continuous glucose monitoring system that I use. The system works as follows: every seven days I have to replace the sensor with a new one; when I replace the sensor, it takes about two hours to "warm up" and then needs to be calibrated. After two hours, it request a blood sugar to be entered. About 30 minutes later, the pump request another blood sugar to be entered. Then, if there is a large discrepancy between the blood sugar that is entered and the sensors reading, the pump may request another blood sugar to be entered. The problem is, the pump sometimes gets stuck in a cycle, constantly requests blood sugars to be entered, but never calibrates. I have called about this before and did not receive an explanation as to what was happening but was told it may have received some defective sensors. I called again today about it because the sensor I just inserted is going through the issue. I was then told the explanation about the software problem. I was told to turn auto mode off for about six hours and to allow it to reset. Then, if the sensor still cannot be calibrated, I will have to enter a new sensor. This is ridiculous for a few reasons: the pump is extremely expensive and should not have this problem; I do not want to stick myself with anymore needle than I already have to (this includes the multiple blood sugar test that I do to try to calibrate the sensor; and if it takes 24 hours to calibrate the sensor. I am losing a day of usage on each sensor. The sensors are very expensive and this is basically wasting one sensor per box.